Event description:
The pt contacted lifescan and reported that their fasttake meter was reading inaccurately high when compared to another meter. It was discovered during troubleshooting that the meter was set in thy wrong unit of measurment (mg/dl instead of mmol/l). The pt's logbook provided info that the subject meter may have been in the wrong unit of measurement for over a month. The pt was invalidly comparing their meter results to an accucheck meter's results. Last saturday, the pt had tested on their meter at 10 pm with a result of 50 mg/dl. They had misintepreted that result bo be "5.0 mmol/l" they were experiencing a stomachache at this time and was "feeling low", but went by the meter's misinterpreted result and did not take anything. Half an hour later, the pt's spouse noticed that pt was acting differently and so spouse called the paramedics. Spouse did not test pt on their meter or give pt any treatment prior to the paramedics arriving. The pt does not recall the result the paramedics received on their meter, but remembers being given "blue liquid, a sandwich, orange juice, and an IV". The paramedics tested pt around 11 pm on their meter with a result of 4.5 mmol/l after they were administered IV and food. The pt had refused to go to the hosp since they had started to feel better. Their medication regimen was changed last month from 14 units of lente to 20 units of lente daily and 8 units of toronto insulin daily. The pt does not recall changing the battery or reset date and time on the meter and did not understand how the unit of measurement was changed. Based on the info provided, this case is reported as an adverse event since it meets the criteria for a medical device reportable. The issue of wrong unit of measurement may have delayed treatment for the pt, which resulted in the pt experiencing a serious injury and receiving treatment. The pt was sent an one touch ultra system kit.